Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to complications of the acetabular shell (complications not specified to rep). Intra-operatively, one screw was reported broken (unknown if screw broke in extraction or at some point after implantation). Rep provided primary implant sheet and pre-revision x-rays and reported that additional x-rays, medical records, and further information will not be released by the surgeon or hospital.